Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the drill bit had a broken end. The event was found prior to surgery, no patient involved this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device by the complaint handling unit revealed the instrument is broken. Remaining and returned shaft has partial edges, the drill bit was returned incomplete. Second part with edges and distal tip is missing and therefore could not be examined. Investigation of documentation for manufacturing and material shows that the instrument produced in 2009 print specification. No failure in material or manufacturing could be detected. It is likely that the instrument got stuck either in the bone or in the drill sleeve and as the user turned with high force, the instruments got damaged. We recommend not turning the drill bit during insertion into the drill sleeve in order to prevent jamming in it. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.